Manufacturer narrative:
Evaluation: the affected camera was tested at eom with camera head pv442. After 8 hrs continuous operation and with causing high-frequency disturbances, no problems could be ascertained. No loss of picture occurred.

Event description:
Country of complaint: (B)(6). During the use of the electric scalpel, interference occurs: image jumps shortly until total stop of the processor during the operation. The processor and the camera are back from repair by the MFR. The earth ground is correct. The problem occurs with different electrocautery. The problem occurs with trocars uu plastic. Major risk to the pt when the image is cut during surgery.